Event description:
Reporter indicated that pt has had several symptoms over the past several weeks. Pt had left ear pain off and on for several weeks. It was reported that physicians had ruled out infection. In 2001 for a period of 2-3 days, the patient would not lift the head off of the shoulder. Patient was reported to have been vomiting off and on after eating for approximately a month. Patient was admitted to the ICU during the first week of the following month. Patient was put into a drug-induced coma on the same month. Patient was taken off the ventilator 3 days later but was put back on the ventilator 3 days later. Further investigation revealed that the physician does not believe that any of the pt's symptoms are caused by the vns because the patient is severely retarded, wheelchair-bound, drooling, non-verbal, and has several seizures a day. Physician reported that he did not believe that the vns has made any difference in the patient's seizure activity as the symptoms persist with the device turned off (the magnet had been taped over the device since 10/2001). Physician plans to program magnet and output current to off.